Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set would not connect completely with the titanium adaptor. It was reported that the patient connector would run idle and did not hold the connection firmly when connected to the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, clamp function test, and integrity of seal test were performed with no issues noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported condition could not be duplicated through a sample analysis. Should additional relevant information become available, a supplemental report will be submitted.